Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asthma. It was also reported the implantable pulse generator (ipg) had a pacing problem, unstable thresholds and high thresholds. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: mdt-lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that unstable and high thresholds were noted on the right ventricular (rv) lead. The rv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) exhibited premature battery depletion.